Event description:
Reported by customer, this shaver blade was broken inside the shaft and left a two inch burn on the pt.

Manufacturer narrative:
Additional information will be provided when investigation is completed.